Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿the light does not turn on due to a failure of the igniter unit" was reproduced. It was determined that the igniter unit failed, resulting in the phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the lamp of the visera elite xenon light source was intermittent. The nurse checked the system when preparing it for use during an examination. The lamp was intermittent after the light source was turned on. The lamp was replaced, but the emergency lamp then turned on. The original lamp was used again, but the main lamp did not light up and just the emergency light was on. Both the old and new lamps were tested on a different light source and they turned on. The system was not used for the examination. There were no reports of patient harm associated with the event.

Manufacturer narrative:
A field service engineer (fse) went to the site to check the light source. The lamp was changed and then turned on. No noise was heard, but the emergency lamp was turned on. The device was returned for evaluation and the complaint was confirmed. It was noted that the issue occurred due to failure of the igniter unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.